Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp fell out of the clevis but was returned with the instrument. Other cables at the wrist were not damaged. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragment was retrieved without patient harm, adverse outcome or injury. Furthermore, failure analysis determined that the broken fragment was a broken pitch cable. A broken pitch cable failure could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the surgeon felt that the wrist of the tenaculum forceps instrument could not be controlled smoothly. When the instrument was removed a wire was found loose and broken and reportedly a piece of wire, from the patient's abdomen, was removed. A new instrument was used and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On 04/13/2017, intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The fragment was identified and retrieved laparoscopically during the da vinci surgical procedure. No post operative tests were performed related to the fragment and the patient has not returned experiencing any post-surgical complications.